Event description:
It was reported that the surgeon was using the device during a hand laparoscopic cholecystectomy and they had difficulty with the sliding gear when closing the iris valve, a like device was used to complete the case. There was no patient consequence reported. The device is available for return.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.